Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05685. It was reported the ipg was unable to communicate with the external devices. Reportedly, the patient has not recharged or used the ipg in over 7 months. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.